Event description:
Type of procedure: c - section. Scissor broke at the beginning of the case and while dissecting through tissue. No apparent injury to the pt was noted. Surgery was delayed for 10 minutes to get an x-ray; which was negative for a retained piece. The tip had been verified as present before use. Suction was not checked as tip was too large to go through the suction. Another device was used.

Manufacturer narrative:
End user facility: (B)(6). Device is currently being evaluated at the manufacturing site.